Event description:
E was initially received via regulatory authority (FDA, reference number: mw5079435) on 10-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains / pelvic pain intensified and radiating to her hip") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation done and essure implanted at the same time" on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hemianaesthesia ("right leg and arm started getting numb"). On an unknown date, the patient experienced weight increased ("gain substantial weight of approx (B)(6) in 3 years"), headache ("bouts of headaches"), feeling abnormal ("brain fog") and memory impairment ("forgets regularly"). The patient was treated with ibuprofen and had a scheduled for hysterectomy in 2018. At the time of the report, the pelvic pain, hemianaesthesia, weight increased, headache, feeling abnormal and memory impairment outcome was unknown. The reporter provided no causality assessment for feeling abnormal, headache, hemianaesthesia, memory impairment, pelvic pain and weight increased with essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079435) on 10-sep-2018. The most recent information was received on 26-nov-2018. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains / pelvic pain intensified and radiating to her hip") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation done and essure implanted at the same time" (seriousness criteria medically significant and intervention required) on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hemianaesthesia ("right leg and arm started getting numb"). On an unknown date, the patient was found to have weight increased ("gain substantial weight of approx 50 pounds in 3 years") and experienced headache ("bouts of headaches"), feeling abnormal ("brain fog") and memory impairment ("forgets regularly"). The patient was treated with ibuprofen and surgery (ablation done and scheduled for hysterectomy in 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hemianaesthesia, weight increased, headache, feeling abnormal and memory impairment had resolved. The reporter provided no causality assessment for feeling abnormal, headache, hemianaesthesia, memory impairment, pelvic pain and weight increased with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality-safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5079435) on 10-sep-2018. The most recent information was received on 11-oct-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pains / pelvic pain intensified and radiating to her hip") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "she had an ablation done and essure implanted at the same time" (seriousness criteria medically significant and intervention required) on (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and hemianaesthesia ("right leg and arm started getting numb"). On an unknown date, the patient experienced weight increased ("gain substantial weight of approx 50 pounds in 3 years"), headache ("bouts of headaches"), feeling abnormal ("brain fog") and memory impairment ("forgets regularly"). The patient was treated with ibuprofen, surgery (scheduled for hysterectomy in 2018) and surgery (ablation done). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, hemianaesthesia, weight increased, headache, feeling abnormal and memory impairment had resolved. The reporter provided no causality assessment for feeling abnormal, headache, hemianaesthesia, memory impairment, pelvic pain and weight increased with essure. Most recent follow-up information incorporated above includes: on 11-oct-2018: essure removal date added. All event outcome updated to "recovered / resolved" from follow up. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.